Event description:
It was reported that an end-user skin presented with "tiny opening" adjacent to stoma located under the stomahesive barrier where the wafer was removed from the skin. It is reported that product has been in use for four (4) days.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user was educated on the proper use of adhesive removers when performing wafer changes, and was recommended to try a stomahesive powder and a non alcohol based skin prep. It is further reported that end-user received product as samples from hospital, therefore box is not available. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.